Event description:
The customer has been receiving high blood glucose results. The customer tested and received a result of 222mg/dl but experienced low blood glucose symptoms such as cold sweat. The customer went to the hospital where they received a result of 60mg/dl. No treatment was given at the hospital but the customer's spouse took customer home and gave customer sugar and orange juice. No controls were in use. A request was made for the return of the suspect device but there are non left. Replacement product was sent.